Event description:
Hosp reported that an olympus bronchoscope was used on a pt with tuberculosis. The scope was reportedly processed in the steris system 1 processor and used in add'l procedures. The hosp stated it ran a test on the scope and identified that tb was still present on the scope.